Event description:
It was reported that while charging the pump battery the pump shut off unexpectedly. Customer¿s blood glucose level was 148 mg/dl. Customer reverted to using an alternate method of insulin therapy. During troubleshooting, the pump battery charged and discharged as expected; no anomaly was observed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.